Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, inappropriate mode switching noted caused by noise on atrial lead. The noise could be reproduced with provocation mainly palms together pushing against each other. The patient was asymptomatic and would be followed via merlin.net.